Manufacturer narrative:
Evaluation summary: a complaint history search returned no additional complaints from the manufacturing lots of product related to the complaint. Neither x-rays nor operative notes were returned for review, therefore the component fit and orientation are unknown. Attempts have been made to obtain additional information, however no information has been received to date. However, the per indicates that cup malposition was an additional reason for revision. This cup malposition is not further described, however it likely correlates to the patient's dislocations. In general patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications.

Event description:
It is reported the patient was revised due to recurrent dislocation.